Manufacturer narrative:
An investigation was performed for the reported complaint. The customer reported for scan error. Attempt to identify the customer's reported configurations and the information provided in the complaint was insufficient to conduct a comprehensive investigation. The lack of information regarding the app version and the os, it restricts the ability to identify potential causes of the customer's reported issue. Therefore, the reported issue is not confirmed due to the inadequate information provided. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system and unknown app version. The customer was unable to access their freestyle librelink account and as a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of a glucose injection by a healthcare provider for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified issue was reported with the abbott diabetes care (adc) device in use with an unknown phone with unknown operating system. The customer was unable to access their freestyle librelink account and as a result, the customer was unable to monitor glucose with sensor readings and experienced a loss of consciousness, requiring treatment of a glucose injection by a healthcare provider for treatment of a diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Investigation is pending at this time. A follow up will be submitted once additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.